Manufacturer narrative:
Correction to d: suspect medical device. Additional information added to b5: describe event or problem, as procedure cancellation occurred prior to patent sedation boston scientific no longer considers the event as reportable. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The rhythmia mapping system was selected for use. It was reported that the localization generator was not transmitting data to the signal station. The procedure could not be completed due to this event. No patient complication was reported and it is unknown if patient was sedated at the time of procedure cancellation. The system will not be returned as onsite field service was requested. It was further reported that the patient was not sedated at the time of procedure cancellation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The rhythmia mapping system was selected for use. It was reported that the localization generator was not transmitting data to the signal station. The procedure could not be completed due to this event. No patient complication was reported and it is unknown if patient was sedated at the time of procedure cancellation. The system will not be returned as onsite field service was requested.